Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it is possible to dissemble the insertion handle into its pieces when the handle is opened after having put in the nails. It is possible to open the handle between the blue handle and the top of the handle. There was a fifteen minute delay of surgery. This report is for an unknown titanium elastic nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
It was reported that this occurred during the christmas holiday but the exact date was not reported. This report is for an unknown titanium elastic nail/unknown lot. It is unknown if the device was implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.